Manufacturer narrative:
H10: the customer reported that replacing the ac inlet resolved the issue, and the device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not recognizing the ac power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not recognizing the ac power. During troubleshooting, the customer attempted using new power cord; however, the issue was not resolved. The rse then provided the customer with the following instructions - verify power supply (24v) with the ac power disconnected, and remove the j1 from pm pcba, then reconnect ac power; verify that 24v was present between the orange and brown wires on the power supply harness connector, if 24v was present, replace the pm pcba, if 24v was not present, go to next step; verify that ac power was present by disconnecting ac power, and removing the emi shroud, when reconnect the ac power; verify that ac voltage was present between the blue and brown wires coming from the ac inlet, if ac power was present, replace the power supply, if ac power was not present, replace the ac inlet. The customer requested and was provided with the part number and price for replacement ac inlet.